Event description:
During orif of left ankle, a 15mm 4.0 cancellous screw broke flush with the plate. This screw was left in place as it was difficult to remove and a good syndesmotic screw was already in place as well as a stout plate.